Event description:
It was reported that a malfunction alarm occurred. Customer¿s blood glucose (bg) level was displayed as "high"; however, specific value was not provided. There was no adverse impact to the customer's blood glucose level that required third-party assistance. The customer managed the situation by administering a correction injection manually. Technical support provided guidance on resetting the pump, which resolved the malfunction as it did not recur. The customer was advised to continue using the pump and to contact support if the issue arose again.